Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. The physician attempted to repositioned the lead but helix would not extend. This rv lead was explanted. No additional adverse patient effects were reported. Supplemental correction report is being filed as event description was updated. It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The physician attempted to repositioned the lead but the helix would not extend. Additional information indicated that this rv lead caused the patient to experienced muscle pocket stimulation. The physician had a hard time to retract the lead during repositioned. The helix did not came out and a new lead had to be used. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. The physician attempted to repositioned the lead but helix would not extend. This rv lead was explanted. No additional adverse patient effects were reported.